Event description:
(B)(4). Initial information was reported by an office manager on behalf of a physician on 09-oct-2008: a (B)(6) male patient received 6 vials of poly-l-lactic acid (sculptra), on an unspecified date in (B)(6) of 2006 for cosmetic use. Injection sites not specified. It was reported that there was no previous use of the product. The patient presented in the office this month with a nodule on his left cheek. A biopsy was done and came back "benign": the nodule was assessed as a sebaceous hyperplasia. A second biopsy was done because the physician did not think it was a sebaceous hyperplasia; for the second biopsy, the pathologist "says it looks like a sarcoidosis." It was reported that the nodule on the patient's left check was presented in pictures prior to the treatment with poly-l-lactic acid, though the nodule was never tested, so it was not known if it was a sarcoidosis then. It was also stated that, in reviewing the photograph, they "think the patient may have already had the lesion at the time of the sculptra injection." The onset of the event is unknown. The report indicated that the physician "does not necessarily think the sculptra and sarcoidosis are related." The physician requested information concerning a "potential relationship between sculptra and sarcoidosis," and asked if there was "any histological evidence that sculptra could aggravate or set off sarcoidosis." Events reported as ongoing at the time of the report. Concomitant medication included atorvastatin calcium (lipitor) and levothyroxine sodium (synthroid). The lot number of the poly-l-lactic acid is a5010/exp. Date unknown to reporter. No further medical information provided.

Manufacturer narrative:
Initial information was reported by an office manager on behalf of a physician on 09-oct-2008: a (B)(6) male patient received 6 vials of poly-l-lactic acid (sculptra), on an unspecified date in (B)(6) of 2006 for cosmetic use. Injection sites not specified. It was reported that there was no previous use of the product. The patient presented in the office this month with a nodule on his left cheek. A biopsy was done and came back "benign": the nodule was assessed as a sebaceous hyperplasia. A second biopsy was done because the physician did not think it was a sebaceous hyperplasia; for the second biopsy, the pathologist "says it looks like a sarcoidosis." It was reported that the nodule on the patient's left cheek was present in pictures prior to the treatment with poly-l-lactic acid, though the nodule was never tested, so it was not known if it was a sarcoidosis then. It was also stated that, in reviewing the photograph, they "think the patient may have already had the lesion at the time of the sculptra injection." The onset of the events is unknown. The report indicated that the physician "does not necessarily think the sculptra and sarcoidosis are related." The physician requested information concerning a "potential relationship between sculptra and sarcoidosis," and asked if there was "any histological evidence that sculptra could aggravate or set off sarcoidosis." Events reported as ongoing at the time of this report. Concomitant medication included atorvastatin calcium (lipitor) and levothyroxine sodium (synthroid). The lot number of the poly-l-lactic acid is a5010/exp. Date unknown to reporter. No further medical information provided.